Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one sample and two photos were provided to our quality team for investigation. A visual inspection was performed, and more than six orange particulates were observed on the stopper. Potential root cause for the foreign matter defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4123361. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 302995, batch#: 4123361. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. 10ml sterile syringe has particulate matter inside the syringe. Syringe was not used as sterility may have been compromised. Lot 4123361 exp: 4/30/29. Date of incident: 7/16/2024. We have the syringe available to be mailed for further investigation, kindly advise next steps.